Event description:
It was reported when the device was used during a laparoscopic sigmoid resection, it fired malformed staples. The case was completed with endo-sutures. The case was converted to open. Or time was extended 2 hours.